Event description:
Device malfunction: none. Symptoms: subacute infarct; mild right nasolabial fold flattening, word errors in speech. Time of symptoms/ae: 1 day post-procedure. It was reported that the patient underwent a carotid stent procedure of the rica and 1-day post-procedure, the patient experienced a right parietal occipital stroke. Her speech was mildly garbled, mild difficult reading, substituting words, a bit more difficult describing the pictures on the stroke scale testing. She had mild right nasolabial fold flattening. She had extinction on the right to double simultaneous stimulation, though this was not completely consistent. Her reflexes were slightly brisker on the right than the left and her plantar response was indeterminate on the right and flexor on the left and her plantar response was indeterminate on the right and flexor on the left. The condition was continuing, not pre-existing and it is unknown if it was related to the device. No action/treatment. This event resulted in prolonged hospitalization; the outcome was improved condition. At the 30 day follow-up the patient had some difficulty with speech and memory loss; she still had a very faint droop of the corner of the right mouth with smile. Gait was not tested as the patient was wheelchair bound. She does have some dementia although she did gain three points on the mini-mental status exam following the stent placement. No additional patient or event information is available.